Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right common iliac artery (cia). A 9.0 x 25 express stent was implanted in the lesion. The 9.0 x 20 sterling balloon catheter was then advanced for post-dilatation and during the first inflation, the balloon ruptured at 5 atms. The device was exchanged for a 10 x 20 sterling balloon catheter and the procedure was completed successfully. There were no patient complications reported and the patient's status is good.

Event description:
Customer reportedly received results of 201 mg/dl and 104 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.